Manufacturer narrative:
Approximate age of device ¿ 6 years, 7 months and 21 days. A full evaluation of the device could not be conducted as the device remains in use. A direct correlation between heartmate ii lvas and the report that the patient¿s elevated lactate dehydrogenase (ldh) could not be conclusively determined. Elevations in power and flow were confirmed upon analysis of the log file; however, a specific cause for these findings could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that elevated flows and powers were noted at home after the patient changed their batteries. Upon interrogation, elevated flows and powers were for a short duration. The patient's most recent lactate dehydrogenase (ldh) was 363 u/l, but returned to baseline. The patient is currently on a heparin drip and has not had any other symptoms. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information stated that the patient was admitted with a gastrointestinal bleed from (B)(6) 2018. The cause of the bleeding was unable to be identified and the patient was maintained with an international normalized ratio (inr) goal of 1.8-2.2 and aspirin (acetylsalicylic acid) was discontinued.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log file that was provided by the account confirmed elevations in power and flow; however, a specific cause for these findings could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed a transient power elevation on 17oct2018. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remained ongoing on heartmate ii lvas, serial number: (B)(6), until on (B)(6) 2022 when the patient was transplanted (MFR#: 2916596-2022-11108). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 27feb2012. The hmii lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The implant kit was shipped with heartmate ii lvas IFU. Hemolysis is listed in this IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 outlines recommended anticoagulation therapies and inr levels. Section 13 "system monitor" provides information regarding each of the pump parameters. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump parameters and pi events are explained in the hmii operating manual. No further information was provided. The manufacturer is closing the file on this event.